Manufacturer narrative:
Complaint (B)(4) is being cancelled as it is not a valid complaint. The battery replacement due to expiration. Please refer to the response from the fst in the core information tab under the communication section of this complaint for reference. After further review, an initial emdr for this complaint was incorrectly submitted. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that battries of cs300 intra aortic balloon pump (iabp) need to change. There was no harm or injury reported to the patient.